Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer had damaged connector prongs. It was found, however, that the right keyboard hinge was broken, and the cursor on the display screen did not respond to the stylus; the stylus was out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer, originally returned due to damaged connector prongs, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.